Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed after the first staple was fired. There was no pt consequence.

Manufacturer narrative:
H6; code 100: twisted staple jammed in the cartridge nose. Visual inspection & results: head rotates; yes. Nose shroud cracked/broken; no. Staples in nose; yes (1 twisted). Staples in the track; yes. Trigger engaged with precock; yes. Functional tests & results: cycled instrument; yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "jammed after the first staple was fired" during surgery may have been due to a twisted staple in the cartridge nose which caused the instrument to jam. The instrument was received with a twisted staple in the cartridge nose. The twisted staple was removed from the nose and the instrument was cycled, fired, and properly formed the remaining 23 staples without incident. No conclusion could be reached as to how the staple had become twisted and jammed in the cartridge nose. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may become twisted within the cartridge track and/or the cartridge nose if the instrument sustains a blunt trauma.